Manufacturer narrative:
A6 is unknown. The impella passed all post-sterile inspection checks. No product was returned. The cause of the high purge pressure was biomaterial buildup since data log review showed a gradual increase in pp with no mc spikes. The cause of the cardiac arrest cannot be determined as insufficient clinical details were provided.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced reduced purge flow and reduced purge pressure. Tissue plasminogen activator was added to the purge. The patient expired while on impella support and the cause of death was not known.